Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced, nausea, ineffective therapy and uncomfortable stimulation. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.